Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified screw shows deformation of hex and threads from attempted use. Taper below head shows insertion marks. Head outer diameter is deformed and fractured. Fractured piece remains attached. No other damage was noted. Additionally, the device was sent for further analysis. The analysis of the bone screw head showed that it suspected to have fractured due to shear overload. Most of the fracture surface appears to be smeared with little evidence of fine ductile dimples. Fine sheared ductile overload dimples identified in the center of the fracture and near the edge of the fracture. The presence of sheared ductile dimples near the edge of the fracture suggests a possible shear towards the screw head. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported part of the screw head was torn off during screw insertion. Another screw was used to complete the surgery and this product was not used.

Manufacturer narrative:
(B)(4). Report source: foreign: country: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.